Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys result for one patient from the cobas 8000 cobas e 602 module. The result from sample 1 was 69.16 ng/l. The result from sample 2 was <5 ng/l. The result from sample 3 was <5 ng/l. On (B)(6) 2021, sample 1 was repeated on another analyzer and the result was <5 ng/l (3.00 pg/ml). It was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 511346. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer checked the instrument and could not explain the root cause for the discrepant result. A reagent related issue could be excluded as the performance does not show any issues.